Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a260, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional regarding a patient with a spinal nerve stimulator placed in (B)(6) 2017. It was reported that one of the two leads detached from the device in (B)(6) 2017. The date that the lead detached was unknown. The patient came to the operating room for retrieval of the lead. The original intended procedure was for lead retrieval. The device usage problem was specified as the device failed. The lead was explanted in (B)(6) 2017.